Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire and unravelling of coil. Sem has been scheduled for week 47 following which, we will complete our evaluation and submit a follow up report. To date, a lot batch history review has been carried out. The investigation does not indicate any guidewire related defect that may have led to the complaint.

Event description:
During the attempt to pass the calcified lesion, the distal coil separated from the guide wire during withdrawal and remained inside the patient.